Event description:
It was reported that during procedure the fiber tip got fractured. The physician tried to take it out using grasper, but nothing came out. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during procedure the fiber tip got fractured. The physician tried to take it out using grasper, but nothing came out. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.